Event description:
It was reported that, during an office follow-up, the device could not be interrogated. Technical services advised to do a magnet reset. Once done, the device was successfully interrogated. It was discovered that the smartpass feature had programmed itself off due to a decreased amplitude intrinsic signal. The caller will program the smartpass feature back on. There were no adverse patient effects. The device remains implanted.